Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check with a message "pressure transducer difference >5 cmh2o". There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by the field service engineer. The reported issue was reproduced during troubleshooting, and the pressure transducer printed circuit board was identified as defective and requiring replacement. The defective part has been requested for further investigation but has not yet been received.